Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump experienced acassette not properly attached, fully remove and reattach alarm despite the cassette appearing to be correctly attached. The pump powered off before the infusion was completed. The event occurred during therapy while the pump was infusion. There was patient involvement; however, no patient harm was reported.